Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the display was found to be dim and pink. Unrelated to the initial complaint, the bolus button was found to be torn/punctured, but responsive. The battery compartment was found to be cracked below the bumper pad and between the bumper pad and the top. The keypad was found to be cut and torn at the ok button. The contrast key was found to be unresponsive to testing. The up, down, and ok keys were intermittently unresponsive to testing. The keypad was removed for further investigation and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.